Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) didn't come out of cartridge properly. Another iol of the same model and diopter size were used. There was no patient injury. Incision enlargement or sutures were not required. During follow up, the customer reported that the cartridge tip was broken and touched the patient¿s eye. The tip was not fully inserted into the eye. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/06/2018. Device evaluation: the pcb00 product was returned in its original package. Visual inspection at 10x microscope magnification was performed: the plunger and pushrod were in advanced position in the preloaded insertion system. Residues of lubricant material and dent/distortion were observed at the cartridge tip section. The lens stuck on the cartridge tip. The reported complaint was verified. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. No assembly error and no defect were observed in the preloaded device related to manufacturing process. Based on the product evaluation; a cause of failure related to the device manufacturing process was not determined. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.